Manufacturer narrative:
Section a2: patient age is estimated based on age at time of implant manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage advisory and power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported events of low voltage alarms on both batteries and the mobile power unit (mpu) were confirmed via review of the log file. The heartmate 3 system controller was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed events spanning approximately 5 days (B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021). Events captured on (B)(6) 2021 took place in the testing labs at abbott. Multiple atypical power cable disconnect and low power advisory alarms were active throughout the log file beginning on (B)(6) 2021 at 22:16:10; (B)(6) 2021 at 00:06:05 - 22:46:06; and (B)(6) 2021 at 06:58:06 - 10:39:21 and were coincident with the white power cable. The atypical power cable disconnect alarms were coincident with rsoc invalid faults and were captured while the controller was connected to the mpu. Furthermore, the low power advisory alarms were active while the controller was connected to the li-ion batteries and cleared shortly after activating and not during a power source exchange. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. During functional testing, the system controller did not pass continuity testing due to increased resistances. The system controller was able to operate a pump for an extended operation as intended. The system controller was further investigated and underwent a continuity and insulation test and did not pass. The white and black power cables were stripped to expose the wires in order to inspect them. Damage to the brown wire was found in the white power cable. The cause of the unsuccessful insulation test in the black power cable was unable to be determined through this investigation. The root cause of the reported event was unable to be conclusively determined during this investigation; however, the observed wire fatigue may have contributed to the reported alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having intermittent low voltage alarms on both batteries and the mobile power unit (mpu). The patient stated that they could recreate the alarms by moving the white and black power cords of their controller around. A controller exchange was performed by the ventricular assist device (vad) coordinator while the patient was in the clinic. The patient was not symptomatic while the alarms were occurring or during the controller exchange. The patient remained stable and was discharged.